Manufacturer narrative:
Device analysis indicated device failure.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, the patient sustained a head trauma resulting in redness and scarring at the implant site. The patient also experienced subsequent loss of connection to the internal device and has stopped responding to sound. Open circuits were noted on 19 electrodes and short circuits were obtained on 3 electrodes during impedance measurement. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.